Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker device had an increased power consumption. The device had been reprogrammed to ventricular rate modulated pacing (vvir) and threshold was good. In addition, boston scientific technical services (ts) reviewed the communicator and appeared that the patient had been in atrial fibrillation (afib) until reprogrammed on february and appeared that the power consumption continued to increase. The device was explanted. No additional adverse patient effects reported.